Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/31/2025, patient reported insulin leakage around cartridge cap/connector during fill tubing; no drops were observed. No leakage near plunger. Blood glucose not impacted. No symptoms experienced during event and no medical intervention required.